Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 8.0 x 40, 75cm mustang balloon catheter was selected for use. However, it was noted that the device was broken. No patient complications were reported. No further information has been provided.